Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rsi kit could not properly return to the designated pocket location. A field service engineer advised the customer to unload and then reload the two items to ensure that the physical quantity remains at or below one. Following this guidance, the customer successfully reloaded the items, which should help prevent any future issues with the return process between the two pockets. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis medstation system experienced a hardware failure that interfered with the return to stock function, preventing users from accessing medications. The customer noted that the internal return bin was not functioning as anticipated according to the configured 'return to stock' settings for the specific kit and storage area. They mentioned, "according to nursing, there were instances when we attempted to return the rsi kit, but instead of accessing the drawer for the rsi kit, the system opened the top drawer with the small door designated for returns." Following an evaluation by the customer support center, multiple recurring hardware errors were identified in the affected storage areas. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.